Event description:
It was reported "during the procedure, an issue occurred in which the suture was not visible, and the needle retracted back into the device. It is suspected that bone contact occurred. As a result, the case was completed using a new device.there was no patient adverse event due to this issue, and the patient's condition is fine."

Manufacturer narrative:
(B)(4). A visual inspection of the returned device was conducted, and the following observations were made : received in tray, pusher deployed, cutter deployed, needle trigger retracted, retract lever fully retracted, lever lock and tape disengaged, urethral endpiece (ue) deployed, unsheathing pawl not engaged with suture spool, suture unbuckled, shuttle not engaged with needle spool, suture ferrule in place, capsular tab (CT) deployed, case right undamaged the items listed above are indicators of device status and are as expected for a device that functioned as de-signed. The following discrepancies were observed: distal tip damaged. Distal tip found with the struts slightly bent. The device was able to be inserted into and removed from a sheath. Needle damaged: the needle was found bent outwards and broken at the tip. Measuring the remaining suture in the device revealed 421 mm of suture remained. This indicates a 14 mm implant was delivered. This is derived from the following formula: implant delivered = 438 - measured suture length - 3 mm typical implanted length is 5 - 22 mmthe suture cut quality is typical in appearance. The needle was found to be broken with approximately 1.198 mm in length and 0.2 mm in width at the tip of the needle. Comparison with a reference needle shows missing material esti mated to be less than 1 mm in length. The missing needle material was not returned with the device. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The customer report of: " the suture was not visible " was not confirmed. The failure modes ob-served during this investigation do not support the reported event. This investigation has deter-mined that the device encountered the following failure modes: ul - needle broken: needle broken occurs when the needle strikes bone. The probable root cause of this failure mode is use ER-ror - unintentional - cannot determine. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "during the procedure, an issue occurred in which the suture was not visible, and the needle retracted back into the device. It is suspected that bone contact occurred. As a result, the case was completed using a new device.there was no patient adverse event due to this issue, and the patient's condition is fine.".

Manufacturer narrative:
(B)(4).